Event description:
Procedure type: hernia. According to the reporter: the patient coughed and the bowel bulged through incision and there was found to be a tear in mesh. This was replaced with another piece of mesh. Patient status is ok and the patient was discharged.

Manufacturer narrative:
(B)(4).